Event description:
It was reported that the patient presented with infection after this penile prosthesis was implanted. All components were removed and replaced with a tactra device. No additional patient complications were reported.